Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's cousin stated that the device "is no longer working." Follow up with the physician's office indicated that the device is still in use and currently working appropriately. No patient complications were reported as a result of this event.